Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the stealth failed boot up and they could not login application software. There was no patient present when the issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that they could not login application software. After cleaning the patient date the system went back to normal. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician found the issue when they test the stealth.